Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported customer received a higher reading from his adc freestyle libre sensor than a reading received on a healthcare provider¿s meter. It was further reported that on (B)(6) 2019 customer received a reading of 15.7 mmol/l (283 mg/dl) which was compared to a reading of 5.5 mmol/l (99 mg/dl). On the day when the readings were done, customer was experiencing unspecified symptoms of hypoglycemia. Caller reported the customer received unspecified treatment. Attempts to clarify the specific treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a higher reading from his adc freestyle libre sensor than a reading received on a healthcare provider¿s meter. It was further reported that on (B)(6) 2019 customer received a reading of 15.7 mmol/l (283 mg/dl) which was compared to a reading of 5.5 mmol/l (99 mg/dl). On the day when the readings were done, customer was experiencing unspecified symptoms of hypoglycemia. Caller reported the customer received unspecified treatment. Attempts to clarify the specific treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.